Event description:
Narrative from staff: during the implant, the needle broke off the suture was retained in the pocket of the loop recorder. It was immediately apparent that the needle was under the skin. The needle was identified on fluoro, pocket opened, loop recorder removed, needle removed, loop re-implanted, and pocket closed with a fresh 4-0 absorbable suture. The needle/suture was defective from the start, but the proper procedure was followed. There was no harm to patient or staff.

Event description:
Narrative from staff: during the implant, the needle broke off the suture was retained in the pocket of the loop recorder. It was immediately apparent that the needle was under the skin. The needle was identified on fluoro, pocket opened, loop recorder removed, needle removed, loop re-implanted, and pocket closed with a fresh 4-0 absorbable suture. The needle/suture was defective from the start, but the proper procedure was followed. There was no harm to patient or staff.